Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported a patient claimed to be charging every day multiple times. The settings of program 1 was 3.8 ma, 560 microsec, 100 hertz, 2+ and 1. Program 2 was 3.8 ma, 460 microsec, 100 hertz, 2+ and 1, gives an estimated energy consumption of 3.7 days. This means that it takes 3.7 days for the neurostimulator to go from completely full (100%) to completely empty (0%) if the therapy was used 100%. To take into account the effect of the adaptivestim and cyclical settings used, it is best to check the energy consumption during the interrogation. The therapy was not used continuously and indeed there had been therapy loss several times. The charging overview shows that charging was not done multiple times a day as the patient claims. It was assured that the neurostimulator was not charged several times a day in the period from april 23 to may 6. The patient's story does not conform to the measurement. They clearly states that the patient programmer indicates that they have to charge. With their programmer, they can sometimes not fully load their implantable neurostimulator (ins) and must do it twice a day. The data had not been read as the battery had too little capacity. The patient claimed to have charged this morning.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that the diagnostics recharging issue first occurred a few weeks prior. It was clear from the ins data that there was a need for a better explanation of the system specifics because the patient tried to recharge the ins several times with an almost empty recharger. The cause was that the patient just needed some more explanation. A cycling mode was programmed because of the high energy consumption due to the fact that the ins was programmed with high density settings. It was reported that the patient did not show up for the follow up visit, thus the hcp believes they are doing well. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.